Event description:
It was reported that during a routine follow-up, interrogation found that autocapture was functioning at high output and the unipolar impedance had decreased from 350 ohms to 250 ohms. The lead would not pace or sense in the bipolar configuration. When programmed to unipolar, capture threshold was 5 v at 0.8 ms and sensing amplitude was less than 1.0 mv. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.